Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 116 mg/dl (advantage 850) and 500s-range mg/dl (unknown advantage) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.